Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition was confirmed. A damaged cover was observed during the repair diagnostic assessment. This is due to misuse. (B)(4).

Event description:
Report received from USA stating that the housing of the device cracked. Reportedly the device fell off of the cart prior to surgery. It is unknown if injury or medical intervention occurred. There is no additional information available.